Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
Customer's family member reported via phone call that the insulin pump stopped working due to water damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was no longer coming on. Customer stated insulin pump was exposure to fluid and there was no visible water or fluid in the insulin pump. Customer stated that the keypad was unresponsive. Customer stated that there was no cracks that they can see but the insulin pump stopped working when he got out of the water. The device will be returned for analysis.